Event description:
Major pump unit(s) involved: blood pumpspecific component(s) involved: driveline malfunction

Event description:
Major pump unit(s) involved: blood pumpadditional text: driveline at bend relief off pump internal to patientspecific component(s) involved: driveline malfunctionadditional text: suspected fracture at bend relief off of pumpother component:causative or contributing factor: no specific contributing cause identifiedother cause:intervention(s): replacement of pumpother intervention :implant device type: lvadmalfunction device type: